Event description:
It was reported that following the implant of a transcatheter valve, the valve stent frame was significantly compressed with a suboptimal shape. Therefore, a post-implant balloon aortic valvuloplasty (bav) was performed. Immediately following the post-implant bav, the valve dislodged to a supravalvular position. An angiography was performed that revealed paravalvular leak (pvl) of unspecified severity. Subsequently, a second transcatheter valve was implanted, overlapping the first valve at a deeper position. Following the implant of the second valve, another angiography was performed that revealed improvement in the pvl and the procedure was completed. Additional information was received that a pre-implant balloon dilation was not performed. The patient was rapid paced during post-implant balloon dilation. The 0 type aortic valve was an anatomy factor that contributed to the expansion issue. The severity of pvl was moderate.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: envpro-16-us (lot: 0012889603); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve stent frame was significantly compressed with a suboptimal shape. Therefore, a post-implant balloon aortic valvuloplasty (bav) was performed. Immediately following the post-implant bav, the valve dislodged to a supravalvular position. An angiography was performed that revealed paravalvular leak (pvl) of unspecified severity. Subsequently, a second transcatheter valve was implanted, overlapping the first valve at a deeper position. Following the implant of the second valve, another angiography was performed that revealed improvement in the pvl and the procedure was completed.